Manufacturer narrative:
Evaluation method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the caused of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.

Event description:
On (B) (6)2009, the patient was implanted with a scs system. On 06/08/2010, it was reported that the patient was not satisfied with the stimulation coverage. The amplitude is set to the maximum and the patient stated that it still does not capture the painful areas. The sales representative has tried reprogramming the patient on several different occasions. On (B) (6)2010, it was reported that the doctor recommended that the system be explanted.